Manufacturer narrative:
Received additional information that broken part remains in root canal and was incorporated into the filling. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Complaint will be reopened if suspect product or investigation result arrives per (B)(4).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that reciproc file broke during use. Broken part remained in root canal. Canal not yet filled. Final treatment pending. Next appointment is on (B)(6) 2022. Sku and lot unknown. No product will be returned. Additional information requested.